Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 78.5 cm from the hub. Conclusions: evaluation of the returned device revealed a kink in the proximal shaft of the 5max ace. This type of damage typically occurs due to improper handling during use. If the device is forcefully inserted at an angle against resistance, damage such as this may occur. 5max ace's are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, while inserting the 5max ace through another manufacturer's balloon catheter, the physician noticed that the distal shaft of the 5max ace was kinked. The physician did not encounter any resistance and did not apply any force to the devices. The 5max ace was removed and the procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: (B)(6).